Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The baclofen concentration, dose, and lot number was unknown. The indications for use were intractable spasticity and multiple sclerosis. The patient's medical history and concomitant medications were unknown. It was reported in the pump logs that an empty reservoir alarm had occurred on (B)(6) 2015 at 12:11 and a pump refill occurred on (B)(6) 2015 at 13:14. The pump data regarding the refill information was not noted. The current pump settings showed the pump was examined at (B)(6) 2015 at 13:27. The pump status was baclofen 2000 mcg/ml minimum rate at 12.4 mcg/day and updated with a 7,959% increase on (B)(6) 2015 at 13:54. Drug information at the time of the event, patient symptoms experienced, if any, the cause of the empty reservoir alarm, and any troubleshooting performed not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent. .

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a healthcare provider. It was indicated the patient was receiving intrathecal lioresal [concentration: 2000] at a dose of 922. The start date of the lioresal (lot# ds0079) was (B)(6) 2015 with an end date of (B)(6) 2015. The other medications the patient was taking at the time of the event included potassium, proventil, vitamin c, calcium, depakote, dulera, colace, prozac, synthroid, ativan, cozaar, lopressor, senna, trazadone, and zocor. The patient did not experience any symptoms in relationship to the empty reservoir alarm. No troubleshooting was performed, though the pump dose was decreased by 20% to prevent overdose. The cause of the empty reservoir alarm was a patient scheduling error; the patient was scheduled for after the alarm date.